Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via phone stated that the dual clean brush heads broke. No injury was reported.

Event description:
Consumer via phone stated that the dual clean brush heads broke. No injury was reported. (B)(6)2021 follow up via phone: consumer stated that their mom threw away the brush heads. No injury was reported.

Manufacturer narrative:
(B)(6)2021 follow up: the reporter informed the company that the product has been discarded.